Event description:
Medtronic received a report that the patient experienced a headache. The patient was undergoing surgery for treatment of a saccular, right sidewall c6 internal carotid artery (ica) aneurysm with a max diameter of 3.1 mm and a 2.3 mm neck diameter. Aneurysm dome height was 1.5 mm and aneurysm dome width was 3.1 mm. Parent artery diameter distal to aneurysm was 3.2 mm and parent artery diameter proximal to aneurysm was 2.8 mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Access was via radial right. Aneurysm symptoms: localized headache, pain above or behind the eye. It was reported that the outcome status is recovered/resolved on 2026-02-05. This adverse event (ae) led to tylenol being given (does not noted) and did not lead to hospitalization, blood transfusion, percutaneous intervention, or surgical procedure. Ae did not result in a diagnostic procedure or test being performed. Ae occurred post-procedure and was not related to the disease under study. Ae did not result in a new or worsening of existing neurological deficits. Ae did not result from a device deficiency. There was frontal headache with dizziness secondary to the headache. The site assessed this event did not result in congenial anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the antiplatelet medication, retreatment procedure, rist catheter (rist not used), study device, or study procedure. The sponsor assessed as possibly related to the study device, not related to apt or index procedure. It was noted that a balloon was used to assist with access, guidewire to improve wall apposition. Pipeline (lot b388046) was successfully implanted in the patient and wall apposition was achieved. There were no side branches covered by the pipeline device, there was no device flattening or twisting. Additional information was received reporting that a 3d angiogram with independent workstation reconstruction confirmed the right ophthalmic artery aneurysm with the ophthalmic artery arising from the side wall along the base of the aneurysm. Sou/kg of heparin were given with a therapeutic act being obtained (205 secs). An exchange was then performed over a stiff glide wire to place a zoom rdl radial sheath into the right internal carotid artery. Angiographic run revealed catheter induced vasospasm so 5mg of verapamil was infused into the right ica at 1707 without hemodynamic complications.¿ the site was queried to verify findings and report ae-if applicable-pending. Additionally, due to dilatation of the right internal carotid artery just proximal to the aneurysm, the distal end of the pipeline fell back, and it was felt to have inadequate-coverage beyond the neck of the aneurysm. As such a new phenom 27 and aristotle 18 was renavigated to the right m2 and a second pipeline 3.75 x14mm pipeline was deployed from the communicating segment to the cavernous segment.¿ ¿the site was queried to verify findings and report dd-if applicable-pending. Per source document review of the index procedure report dated 23 may 2023, two pipeline flow diverters (3.75 × 16 mm and 3.75 × 14 mm) were successfully deployed. Site has been queried to verify whether an additional device was implanted. Per study device crf, only one device (ped2-375-14, lot# b388046) is reported to be implanted. There was no reported impact to the patient or any additional medical intervention required to prevent permanent injury or impairment. There was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee (cec). Additional information was received reporting that "there was no dd. A second device was implanted due to dilatation of the right internal carotid artery." Per source document review of the index procedure report dated 23 may 2023, two pipeline flow diverters (3.75 × 16 mm and 3.75 × 14 mm) were successfully deployed. Site updated generic study device/day 0 procedure information crf confirming an additional device was implanted with reason physician decision "inadequate coverage of first device." Ancillary devices include a phenom 27 and shuttle sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the event were identified. The cause of the migration, the site reports, "there was no dd. A second device was implanted due to dilatation of the right internal carotid artery.¿ the site reports that yes, at the conclusion of this procedure the study device was successfully implanted. Reported information from the index procedure was updated stating that the date of admission was (B)(6) 2026. Sponsor assessment (oc muo) comments was updated stating that cec assessment not related to apt regime, index procedure, and/or device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.